Event description:
It was reported that during a pta procedure the balloon ruptured. Radial extravasation of contrast was noted, indicating a possible circumferential rupture. The angioplasty was an upper arm brachio-cephalic native vein dialysis access for stenosis. The balloon was inflated once and held for 15 seconds. The rupture occurred on the second inflation upon applying pressure. The lesion was predilated. A 7fr sheath was used. The procedure was completed with another pta balloon successfully. No reported injury to the pt.

Manufacturer narrative:
The sample has been returned; however, evaluation has not been completed. Based on the info available to date, the results of the investigation are inconclusive and the root cause is unk.